Event description:
It was reported that during a meniscus repair using the fast-fix 360 curved ndl delivery system it was impossible to deploy the second implant. T2 and a piece of suture were removed from the patient. There was a procedural delay of 5 minutes. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Visual assessment of the insertion device showed the actuator in its post t2 deployment position indicating a complete deployment. T2 and a piece of suture were returned. T2 is bent. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Failure mode cannot be confirmed. No root cause can be determined. The investigation is ongoing. Smith & nephew will continue to monitor any future occurrences of this failure type. (B)(4).